Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that a patient with a 27mm 7300tfx valve in the mitral position underwent a valve-in-valve procedure after an implant duration of 8 years, 7 months due to leaflet calcification and immobility causing severe mitral stenosis. The patient presented with acute on chronic heart failure and endorsed dyspnea on exertion. The tmvr was performed with a 29mm 9600tfx transcatheter valve without issue. The patient was discharged on pod#2. Per medical records: the patient is a 61-year-old female with history of nyha ii chf, anemia, cerebral aneurysm, copd, cva, diverticulitis, gerd, hld, htn, and is a tobacco user. The patient was initially seen as a consult while admitted for acute respiratory failure. Tee revealed a calcified and immobile leaflet causing severe bioprosthetic mitral valve stenosis with mean gradient across the mitral valve of 14 mmhg and reduced ef of 25-30%. The patient underwent tmvr without issue, and was discharged on pod# 2.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The calcification observed in this case was due to a progression of the patients underlying valvular disease pathology combined with the patients other underlying risk factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspection prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.